Event description:
The user facility reported that the device overheated during a procedure. During the procedure the patients lip was burned. The patient received basic first aid to treat the burn. The procedure was completed successfully with no delay.

Event description:
The user facility reported that the device overheated during a procedure. During the procedure the patients lip was burned. The patient received basic first aid to treat the burn. The procedure was completed successfully with no delay.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The device was not returned to united states and was evaluated outside of the united states. The serial number and manufacturing date were updated, serial number was different than what was initially reported.